Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch field was updated.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a display issue on their coaguchek xs meter serial number (B)(4) that may impact the interpretation of results. The customer stated some of the segments on her display were faded. The customer believed that this may have led to the misinterpretation of some results. Because of the faded segments, the customer went to the laboratory for testing. The laboratory results were requested but were not provided. The customer did not require any medical treatment. There was no allegation of an adverse event. The customer's meter has been returned. The investigation is currently ongoing.